Manufacturer narrative:
Batch review performed on 18-feb-2020: lot 131719: (B)(4) items manufactured and released on 15-may-2013. Expiration date: 2018-mar-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting pain due to a dislocation of the head from the liner after about 6 years from the primary. The cause of the dislocation is unknown. The surgeon revised the competitor's head and the medacta liner and the surgery was completed successfully.